Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was leaking. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The batch record for lot# 8017199 was reviewed, no related abnormalities were found during the manufacturing process. A video was provided by the customer for this complaint. The actual sample was evaluated and did show the reported failure mode in which confirmed this complaint. Bd engineers noted that the video provided, showed leakage from the luer connector. According to bd's investigation and analysis, the root cause for this failure mode is an obstruction of the swage detection camera during the automated inspection process. This obstruction is the result of a device being dropped rather than placed on the inspection turntable. Bd has implemented a full inspection of all device any time a drop is detected, and is working to optimize the automated inspection process. Bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima-ii closed IV catheter system was leaking. There was no report of exposure, injury, or medical intervention.